Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 500 (mg/dl). Customer attempted to administer boluses with the pump to treat bg level; however, bg levels remained elevated. System check with tandem technical support indicated pump was performing as intended. Customer indicated that cartridge and infusion site would be changed. Recommendation was made to consult with health care provider to discuss diabetes management.